Manufacturer narrative:
Device evaluation summary: one 8.5mm ID customized tier 1 tracheostomy tube with a tts cuff, a talk attachment, and a proximal fome-cuf was received for investigation. The device was visually inspected and confirmed there is discoloration in the fome cuff. The discoloration appears that water, cleaner, or steam had gotten inside of the cuff either during use or during cleaning. It was also noted that the user should be sure to close the red plug snuggly to ensure water or steam does not enter inside of the fome cuff. Based on the investigation, the complaint allegation was confirmed. No problem source was identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that 150 days following placement of a smiths medical portex® bivona® tracheostomy tube a black discoloration within the "flash to flange foam cuff" was noted. There were no reported adverse patient effects.